Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic giant paraesophageal hernia procedure, the suction/irrigator got stuck in the 5mm port. It was removed by the surgeon and a new port was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device set. The visual inspection of the returned product noted that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve and obturator were not received. Pmv performed functional testing, the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannula. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.